Event description:
On (B)(6) 2010, a pt underwent a rotator cuff surgery suing an opus smartstitch m-connector. The physician used the device successfully to pass the first set of stitches. When the physician went to pass the second set of stitches, the device would not pass the stitches. The physician then noticed that one of the tips of the needles was missing from the device. The operating room floor was searched for the missing tip and it was not found. The physician finished the repair, then ordered an x-ray to try to locate the missing tip. Nothing was found on the x-ray.

Manufacturer narrative:
The device is returning to arthrocare for eval. Once the device eval and lot history review are completed, a follow-up report will be provided. (B)(4).